Event description:
It was reported that the pump was alarming no disposable clamp tubing. The patient was instructed to restart and the issue was resolved. No patient injury was reported.

Manufacturer narrative:
Operator of device is patient/consumer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.